Event description:
It was reported that the stent did not deploy well because it was difficult to visualize under fluoroscopy. The target lesion was located in the iliac artery. A 10x60x75 epic stent was selected for use in a percutaneous transluminal angioplasty (pta) and stenting procedure. However, it was noted that the stent did not deploy well because the stent strut was hard to see under fluoroscopy. The procedure was completed using this device. No complications were reported.